Event description:
No sku number, batch 33255076a. Today my daughter who has type 1 diabetes, put insulin to eat, at the time she feels nausea and dizziness, I am and what was my surprise had more than 500, without having reason, obviously I have to put insulin, what is my surprise that the syringe does not suck the insulin, what caused this rise in their sugar levels, I take another syringe from the bag and the same does not suck insulin, this is very serious for years using these syringes and first time it happens to me, now I have distrust of using the rest of the products that I have left. I need an explanation and compensation of the products, I always buy the box of 100 syringes in an established and specialized diabetes store, attached the images.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.